Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of levophed. No specific programming parameters were provided. At that time, the nurse reported the device alarmed and displayed "cassette must be loaded". It was reported that the cassette was correctly in place. It was reported that multiple attempts were made to clear the alarm; however, the alarm condition could not be cleared. The customer contact indicated that prior to the alarm condition, the patient's systolic blood pressure was 70-80 mmhg. The device was removed from clinical use. At this time, the patient's blood pressure decreased to an unspecified level. The customer contact indicated that after approximately 5-10 minutes, the therapy was resumed using a replacement device and tubing set. After an unspecified length of time, the customer contact reported that the patient's blood pressure stabilized to an unspecified level. Although there was potential for serious injury, there were no reported adverse patient effects and no medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.